Event description:
Healthcare professional (hcp) reports four incidents of blood leaks with the af 220 dialyzer, occurring in the past two weeks. Incidents occurred at various times during pt treatments, and were noted with leak alarms and positive hemastix. Blood was not returned to the pts, with an estimated blood loss of 200cc per pt. Treatments were resumed with new disposables without further incident. No pt injuries or medical intervention reported per hcp.